Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal patient information guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and /or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.

Event description:
Following an angiogram, a 6f angio-seal vip was deployed for vascular closure of a left femoral artery puncture. The patient experienced pain in the groin right after getting out of bed post-procedure. The pain slowly increased. An ultrasound was performed and indicated bleeding. A hematoma was present. Manual compression was applied. The patient was transferred to another hospital, and it was reported that the patient's hospitalization was extended due to this event. The patient was discharged in stable condition on (B)(6) 2016.